Event description:
Following a surgical procedure using the renaissance system at (B)(6), back on (B)(6) 2016, the customer called and reported (on (B)(6) 2018) that the patient is suing the clinic because of wound healing issues (wound infection) after a renaissance case. The patient underwent surgery on (B)(6) 2016, for decompression of l3-l4 and spondylodesis with cage l4-l5. The spondylodesis was performed with the renaissance system, kit code used: cqdavsv. Additionally, it was reported that the patient went through a revision surgery. Post operative the l5 left screw was loosened and the patient had a revision surgery on (B)(6) 2016 using the renaissance system, kit code used:ckbsm8x. The patient developed wound healing disorder. The rbt device (i.e., guiding unit) sterile cover sterility assurance was verified, and no deficiencies in the sterilization of the specific lots were identified. This event was determined to be reportable though, due to the revision surgery the patient had to go through.